Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: at start of use, the balloon could not be inflated even by injecting the air. Opened new one of the same lot, however, after the inflation, found the asymmetry of cuff made it difficult to fix to the abdominal wall. Another one was used to complete the case. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.